Event description:
A report was received that fifteen out of sixteen of the patient's lead contacts were not functioning. The patient was experiencing inadequate stimulation. The patient underwent a lead revision, during which, the physician replaced the leads and implanted clik anchors. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs iii lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.